Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 09/04/1999. Two weeks later she experienced swelling and infection at the site. She sought medical treatment for removal of the earrings and antibiotics were prescribed.